Manufacturer narrative:
Based on further file review the g3 aware date in the initial report is corrected to 4/28/2021.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user report of "no image" was confirmed due to faulty charge coupled device unit. Cable unit was tested on a known-good charge coupled device unit however intermittent noise/ white streaks were exhibited in the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The high definition autoclavable camera head displayed intermittent noise/ white streaks in the image. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a failure of the ccd unit or a failure of the cable unit. Cable failure is likely due to user handling. The failure of the ccd unit is likely due to the deterioration of the material of the ccd sensor from ultraviolet rays. This issue is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."